Event description:
Additional information has been received and stated that the patient was treated with intravitreal antibiotics and the issues were resolved.

Manufacturer narrative:
Correction information was provided in e.3. Additional information was provided in a.1., a.2., a.3.a., b.2., b.5., b.7., d.10 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens implantation procedure, the patient presented with keratic precipitates. On day 4 postoperative, the patient complained of redness. On day 5 postoperative, the patient complained of the left eye being hazy with some discomfort, and the eye was red. On day 6 postoperative, the patient complained of intense pain overnight. Visual acuity (va) appeared cloudier or misty, and discomfort was present. On day 7 postoperative, the patient noted brief vision loss when bending and stated that the cartridge was used in the patient. The patient also had endophthalmitis. Additional information has been requested.